Manufacturer narrative:
Continuation of d10: product ID 977a290, lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a290, lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the entire system was explanted on (B)(6) 2024. The issue is currently resolved.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was resolved. Rep later reported that the other lead has eroded through the skin. This is after the revision surgery to cut the initial lead that had eroded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6); implanted: (B)(6) 2024; product type lead product ID 977a290 lot# serial# (B)(6); implanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 15-may-2028, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 15-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported there was lead migration and the lead had broke through the skin. An infection was reported, and antibiotics required. Device removal is planned for next week. The issue is ongoing, but the rep reported they would submit any new information that becomes available. On (B)(6) 2024 the rep reported the revision surgery was done. The lead that had eroded through the incision was cut, and the other lead and ins were preserved. The plan is to re-implant the affected side at a later date. 2024-sep-05 mpxr 1217221.1 (rep): the rep reported the revision surgery was done. The lead that had eroded through the incision was cut, and the other lead and ins were preserved. The plan is to re-implant the affected side at a later date.